Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during a normal pacemaker change out, the pace/sense portion of the right ventricular (rv) lead would not go all the way into the header. The lead finally went all the way in with no issues. No noise was observed on the electrograms (egm). The new device and lead were successfully implanted. No adverse patient effects were reported.